Manufacturer narrative:
Medwatch report: mw5145323.

Event description:
It was reported a patient's lead was explanted on an unknown date for a product performance issue. There were no patient consequences.